Event description:
The customer tested her blood glucose using her contour meter and received a reading of 16 mg/dl. She adjusted her diet based on the low reading. She retested 2 hours later and received a reading of 358 mg/dl. At some point, the customer passed out and was taken to the hospital. The hospital received blood glucose readings between 650 and 748 mg/dl. The customer was advised by her doctor to have her meter replaced. No other information was provided about the hospital visit. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.